Manufacturer narrative:
Section a3a: sex: unknown; requested but not provided. Section a3b: gender: unknown; requested but not provided. Section a6: race: unknown; requested but not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section h3: the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that preloaded single piece monofocal intraocular lens (iol) was fully inserted into the left eye and then subsequently removed and replaced during the same procedure, due to the lens being scratched. The replacement lens was another johnson & johnson iol of the same model and diopter. It was reported that the device did not cause or contributed to the event. There was no patient injury reported. No adverse events, or complications, including capsule tear, unplanned vitrectomy, incision enlargement, or sutures, were reported. No medication outside of standard of care was reported. The patient outcome was good. The device was discarded. No further information was provided.